Manufacturer narrative:
(B)(4). The manufacturer narrative in the initial manufacturer report stated the wrong symptom and has been updated. Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, false air line alarm, which was unable to be reproduced but was confirmed through a review of the device event history log. The ultrasonic sensor had low fluid numbers. Low fluid numbers can make the pump more sensitive to air in line alarms. The inscribed pin dimension was wide which could also cause false air in line alarms. The ultrasnonic sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. It was determined that the root cause for the alarms was a wide inscribed pin dimension; which has been proven to be a cause of false upstream occlusion alarms. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced. Results refers to previous code 2460 (low readings) and 600 refers to previous code (increased sensitivity).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.